Event description:
It was reported that the right atrial lead was oversensing far-field r waves. The lead remains in use. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the r wave sensing value increased from 12.38 millivolts the week ending (B)(4) 2011 to greater than 20 millivolts the week ending (B)(4) 2011.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : 6947 lead implanted 2011-(B)(6), 4296 lead implanted 2011-(B)(6). (B)(4).